Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor, collagen, and tamper tube were not returned with the returned sample. The suture was found to have been cut near the clear indicator. No other signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the step of pulling the cap in rear lock position during deployment of the angio-seal device, the whole device was pulled out. The sheath size used was 6 french, there were no problems inserting the sheath, and no major blood loss. Hemostasis was achieved by manual compression. There were no patient consequences. There was no harm to the patient. The procedure was a coronary angiography. Hemostasis was achieved by manual pressure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc's. The patient was in stable condition. There was no other equipment or devices used with the product involved. Bleeding occurred in the procedure room. There were no patient consequences.